Event description:
It was reported that the patient died. There was possible undersensing of ventricular fibrillation (vf) and low r waves were observed. It was suspected that the right ventricular (rv) lead may not have been in an optimal position as r waves had been low for greater than 1 year. The device had been reprogrammed ¿tip to coil¿ 2 days prior to death in attempt to gain better sensing. However there was no improvement in r wave size following the change in vector. A cause of death was not reported. There was no allegation that the implantable cardioverter defibrillator (ICD) caused or contributed to the death of the patient. It was also noted that review of the last electrogram revealed an unstable heart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).